Event description:
The user interface (ui) assembly was returned for failure investigation due to a complaint in which the ventilator powers on by itself. The failure investigation technician discovered the ui had a dim display during testing. There was no patient involvement. The display intensity remained dim with brightness control completely adjusted to level 5. During debugging, a cold cathode fluorescent lamp (ccfl) was found burnt out. Due to the damage to the (ccfl) backlight no further testing is required. Ui already replaced and issue resolved. The burn out cold cathode fluorescent lamp (ccfl) backlight caused the dim display.